Event description:
It was reported that a part of the 6800 system c-arm fell off and requires replacement. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the articulating arm assembly, needle bearings and washers on the arm. The system was tested and found to be working as intended and placed back into svc.